Event description:
A patient reported that the touchscreen of their current system was frequently delayed, requiring multiple presses before responding, which caused delays in their management as they had to wait for the pump to revert to the beginning of the unlock sequence. There was no adverse impact on the patient's blood glucose level. The customer declined any further troubleshooting.